Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" after the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 389 mg/dl. The user stated that she thinks that this is a normal bg reading for her since her doctor put her on new medication. The user also reported that she has not been testing as often due to this issue. A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, an attempt to follow up with the user was made, however, no response was received at that time. Approximately one month later, the user contacted dario to report that she had performed the control solution test, which were reading within normal range, however she is still receiving high bg readings in the 400 mg/dl to 500 mg/dl range. Due to the high bg readings above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The RMA package was received for investigation on (B)(6) 2023. The meter was tested and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On september 1st, the user contacted dario to report high blood glucose (bg) readings.the user, who has two dario meters, reported that in july she received a bg reading 549 mg/dl from one dario meter compared to a reading of 320 mg/dl from her other dario meter.